Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow up, post paced t-wave oversensing on ventricular channel was observed. Programming changes were made and device remains implanted.